Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination identified a balloon longitudinal tear beginning approximately 3mm distal to the distal end of the proximal markerband and extending approximately 30mm across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the tip which could possibly have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified iliac artery. A 6.0 x 40 40cm mustang¿ balloon catheter was advanced for dilation. However, on the third inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed by simply pulling out and the procedure was completed with another 6x40mm mustang balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified iliac artery. A 6.0 x 40 40cm mustang¿ balloon catheter was advanced for dilation. However, on the third inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed by simply pulling out and the procedure was completed with another 6x40mm mustang balloon catheter. No patient complications nor injuries were reported.